Event description:
In 2001, a re-intervention procedure was performed to extract the remaining "portion" of this lead because of a local infection (at the pt's previous pacemaker site). Note: this lead was cut and sutured into place in 2001, during a system removal because of hematoma (hematoma device reported on a prior MDR). This lead portion was left in place at that time because it was fibrosed into the pt's tissue.